Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit was found to be defective.

Manufacturer narrative:
This event was determined to be duplicate information and the investigation findings will now be reported under MFR #: 2916596-2022-12267.